Manufacturer narrative:
The hill-rom tech found the side rail center arm assembly was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the side rail center arm assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in room 406. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).